Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the liquid crystal display board.

Event description:
The customer called to report that the buttons weren't functioning and the insulin pump was re-stating itself. Troubleshooting was performed and the insulin pump was not powering up properly. The reported blood glucose reading was 180 mg/dl. Nothing further was reported.